Manufacturer narrative:
Intuitive has received the 8mm permanent cautery spatula, with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of proximal clevis broken to be related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken on both sides. One side was broken but was still intact, the other side a piece measuring approximately 0.124" x 0.242" was broken off and was not returned. The root cause of the broken instrument proximal clevis typically attributed to the misuse/mishandling, which can happen when excess force is applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula plastic tip broke while pulling the instrument out of the trocar. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of patient injury and there was no fragment that fell into the patient. The procedure was completed.